Event description:
During a laparoscopic ovarian cystectomy the surgeon fired the tsw35 twice. On the third firing of the device it locked out. The tr35w cartridge was replaced and the device locked out again. A second device was opened to complete the procedure. There was no consequence to the pt. One tr35w reload is being returned for analysis, lot # j45l2n, batch # j00n6t. Clinical follow up: 1/31/97 1049 message and 800# left for md call back. 2/3/97 1735 nncl sent.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclsuion could be reached as to why the instrument reportedly "locked out" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed staples within design specifications. The experience the surgeon reported could not be repeated. The returned cartridgehad bent lockout tabs on the pan which indicates that the firing cylce was interruped, released, and restarted. If the firing cycle is interrupted, released, and then restarted, the instrument and cartridge may become damaged. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.